Manufacturer narrative:
Zimvie complaint (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown. Implanted in 2015. Explanted in (B)(6) 2022. Initial reporter¿s title and last name are not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient complained of pain and showed signs of infection. Implant was removed.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h10: additional narratives/data DHR and sterilization records review could not be performed since the lot/item number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: medical: infection). August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional or corrected information to report.